Event description:
It was reported to resmed that an system fault 74 message was displayed in an astral device indicating a software task error. The device was not in use when the fault occurred, therefore, there was no pt involvement. Ref MFR # 3004604967-2015-00142.